Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An sentrant hydro introducer sheath was used in a patient for the endovascular treatment. It was reported that an expired product was used during the index procedure. It was stated that the medtronic sales representative arrived to the hospital and was requested by the physician to open the device urgently, as the procedure had already started. The expiry date was checked incorrectly prior to index procedure and the device was used in the patient. It was reported that there was no complication during the index procedure and the device functioned as designed. It was reported that the sales representative noticed that the device was expired after the index procedure, when the device was scanned as "expired" during the implant registration entry form. No additional clinical sequelae were reported and the patient is fine.